Event description:
Customer called on (B)(6) 2011 reporting of a fluid leak inside the beckman coulter coulter lh 750 hematology analyzer. Customer stated that a blue liquid leak around the left side of the instrument was voting out the diffs but the customer could not pinpoint the source. Customer was wearing proper protective equipment consisting of a lab coat and gloves at the time of the event and no exposure or injury was reported due to the leak. Customer mentioned that there was no report of results being affected by the leak and therefore no change to patient treatment was made. Customer had cancelled the service call but upon follow up with the customer, they stated that the instrument was in shutdown when customer saw clenz reagent under the instrument. Customer opened the front cover and discovered that the quick disconnect (qd) had come apart. Customer reattached qd, locked the two fittings and verified instrument operations. Root cause of the leak was the qd locking mechanism was not secure and the two halves came apart. Customer was unable to identify the exact qd involved in the incident.

Manufacturer narrative:
Method: evaluation and troubleshooting was done by the customer. Results: root cause for the leak was the quick disconnect locking mechanism was not secure and the two halves came apart. (B)(4).